Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device set screw would not tighten and couldn't lock the df4 connector inside the header. The device was replaced. The patient was discharged post-procedure.

Manufacturer narrative:
The reported inability to tighten set screw and could not lock df4 connector inside the header was confirmed in the laboratory. The rv/svc set screw was found to have silicone in its hex cavity. The silicone found inside the set screw hex cavity prevented full insertion of the torque driver into the hex cavity. This may have prevented the set screw from fully tightening thus preventing it from fully securing the lead.